Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that on (B)(6) 2020, the rep had checked impedances twice and the results showed possible shorts in electrodes 5, 6, 14 and 15. The patient did not know of any possible causes / contributing factors. Reprogramming was performed to avoid those electrodes; issue was resolved. No symptoms were reported. No further complications were reported or anticipated.